Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream and air in line sensors had failed, which caused the load set and no food alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming no food and had cosmetic damages to the front housing. When the pump was returned to mmdg for evaluation, the load set and no food alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had occurred on a patient, but that the patient had not had any adverse effects due to the complaint. The alarm failure was discovered at moog. (B)(4).